Event description:
It was reported that device had displayed an error code 46510. There was no reported patient involvement. It was confirmed during inspection of a returned pump that error code 46510 does appear in event log. The reported high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 46510. There was no 12-month service history during the review. Visual and functional tests were performed, and defective printed wiring assembly board was found. The probable cause for the error code 46510 was defective pwa board.